Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 20019694.

Event description:
It was reported that the patient felt overstimulation with the ipg. The patient underwent explant procedure wherein all device components were removed.

Event description:
It was reported that the patient felt overstimulation with the ipg. The patient underwent explant procedure wherein all device components were removed. Additional information was received that the patient was doing well postoperatively. The explanted device was not returned.